Event description:
Edwards received notification that this 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of approximately five (5) years and six (6) months due to calcification leading to severe stenosis with restricted leaflet motion. As reported, the patient was referred for surgery to repair the native mitral valve, and a redo-avr was performed during surgery as well due to calcium deposits in the aortic annulus. There was no allegation of device malfunction.

Manufacturer narrative:
H3: evaluation summary: customer report of calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Extrinsic calcification was observed on all three leaflets on both aspects. Host tissue on the stent circumference was moderate at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 3 had a 2 mm tear near commissure 1. Calcification was evident near the tear. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. The metal band was exposed at leaflet 3; wireform was also exposed on commissure 1 and around leaflet 1 on the outflow aspect. Suture threads remained attached to the sewing ring around the valve. H10: additional manufacturer narrative: updated sections b5, b6, d4 (serial #, expiration date), f10, h3, h4. H11: corrected data: corrected sections h6 (method & conclusions codes), h10 (additional manufacturer narrative).   Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of approximately five (5) years and six (6) months due to calcification. As reported, the patient was referred for surgery to repair the native mitral valve, and a redo-avr was performed during surgery as well due to calcium deposits in the aortic annulus. There was no allegation of device malfunction.